Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the cutter of the aortic cutter did not come out. A replacement device was used to complete the procedure. There were no patient effects. The product was discarded.